Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (596 mg/dl). Customer was unsure the cause for elevated bg levels. System check with tandem technical support was performed and the pump was functioning as intended. Recommendation was made to discuss diabetes management with customer's health care professional.